Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of prevelle silk is not affected by this report. Evaluation summary: the production and quality control documentation for lot number y1001, expiration date 10/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. The production and quality control documentation for lot number w1013, expiration date 08/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Swelling left cheek [swelling face]. Global facial redness [erythema]. Inflammatory skin nodule/small, red raised nodules across the cheek which was the injection site [injection site nodule]. Irritation on left cheek [skin irritation]. Case description: licensee-spontaneous report was received on (B)(6) 2011 from a physician regarding a pt, initials and gender unk. The pt's medical history was not provided. On an unspecified date, the pt initiated prevelle silk, dose regimen not available. On an unspecified date, the pt experienced an inflamed skin nodule, irritation, and swelling. The action taken with prevelle silk was not provided. The pt's outcome was not provided. Concomitant medications were not provided. The relationship between prevelle silk and the events was not provided by the reporting physician. Additional info was received on (B)(6) 2011 from the physician. The pt presented with "global" facial redness and small, red, raised nodules across the upper lip which was the injection site. Additional info was received on (B)(6) 2011 from the physician regarding a (B)(6) "(B)(6)" female pt, initials (B)(6). The pt's medical history was significant for hypothyroidism and femur fracture. The pt did not have any other dermal fillers in the past. On (B)(6) 2011, the pt initiated treatment with prevelle silk in the fine lines in her cheek. Lot number y1001 was used on one side and lot number w1013 was used on the other. The physician stated that one syringe caused the reaction as there was no reaction on the other side, but he was unaware which lot was injected into which side. On (B)(6) 2011, the pt experienced swelling in her left cheek. On an unk date in 2011, the pt experienced facial redness and irritation on her left cheek. On (B)(6) 2011, the pt experienced skin nodules across her cheek. Treatment for the smaller bumps included vitrase (hyaluronidase) 3-5 units x 2 and kenalog (triamcinolone) 10 mg/cc gtts which was given to the area on (B)(6) 2011. The physician believed that there was probably a product defect and questioned if streptococcal protein was in the lot more than or equal to 6 ppm (potentially pathogenic microorganisms). The pt's outcome for skin nodules, cheek irritation and cheek swelling was not yet recovered. The intensity for the event of skin nodules and cheek swelling was moderate. The intensity for the event of cheek irritation was mild. The reporting physician assessed the relationship between prevelle silk and nodules, cheek irritation, and cheek swelling as definitely related. He assessed the relationship between prevelle silk and facial redness as possibly related. The qa (quality assurance) investigation results were received on (B)(6) 2011. The production and quality control documentation for lot number y1001, expiration date 10/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. The production and quality control documentation for lot number w1013, expiration date 08/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. (B)(4).